Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that leakage was occurred at the inlet of oxygenator after 35 minutes of cec. The failure was detected during treatment. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
It was reported that leakage was detected in the inlet of oxygenator. The failure was detected during treatment. No harm to any person has been reported. More information was received by getinge representative as: - the treatment was completed without a product change. - no crack was detected during visual control. - no leakage was occurred during priming. - the probably cause of the leak is related with cable ties. - the applied additional cable tie by customer stopped the leakage. The production history record (DHR) of the affected quadrox-I adult with lot # 3000335437 was reviewed on 2024-06-06. According to the DHR results, the product quadrox-I small passed the defined manufacturing and final release specifications. The production history record (DHR) of the affected hqv 19900 with lot# 3000347425 was reviewed on 2024-07-11. According to the DHR result, the product hqv 19900 passed the defined manufacturing and final release specifications. Further, the received photograph shows a loose cable tie connection. The exact root cause could not be determined but mostly related to assembly. Based on the investigation results and provided photographical evidence, failure could be confirmed. The production employees were re-trained for basic operational procedure of cable tie application on tubing sets on 2024-07-08. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : a photographical evidence was provided which shows the loose cable tie.

Event description:
Complaint #(B)(4).